Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an issue with a remote dose control. The bolus button was not functional; when the bolus button was connected to the pump, the following alert was displayed: "patient remote control blocked, released or remove the remote dose control." The remote dose control was changed. It is unknown if there was a patient, or clinician injury associated with this occurrence.